Manufacturer narrative:
(B)(4). Unable to perform displacement test due to missing retainer. Unit received missing reservoir tube o-ring, minor scratches on case and minor scratches on lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. The customer reported that the o-ring inside the reservoir compartment was missing. The customer reported that the clear piece came off the reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.